Event description:
During product evaluation by a service technician, a flo-gard infusion pump was found to have damaged force sensing resistors (fsrs), which sense misloaded tubing. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. This is an ancillary service event opened during investigation of (B)(4). The root cause of the damaged tube misloading sensors (fsrs) was determined to be that the tube misloading sensors were out of range. To correct the condition, the tube misloading sensors were replaced. The device was serviced and restored to a good working condition. If any additional information is received, a follow up MDR will be sent.